Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly the customer was using supplies for 3 days and mixing old insulin with new insulin. Tandem technical support informed the customer using supplies for 3 days and mixing old insulin with new insulin is off label per the tandem user guide. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. There was no reported adverse impact.